Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the sheath was inserted into the right femoral vein of the patient, the hemostatic valve was noted with blood leak. Attempt was made to insert the dilator again to reset the valve, however, the issue was not resolved. The farawave catheter was inserted in hope of stopping the blood, it did not stop the blood leak. Additionally, when the physician drew back on the flush port, air was continuously sucked from the hemostatic valve back into the flush port. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis and investigation is still in progress. It was further reported that no abnormalities were noted during preparation of the sheath. No air was noted in the patient. The slow drip leak was noted immediately upon removal of the dilator just after sheath insertion into the patients right femoral vein. Approximately 10-15cc of blood loss occurred but there was no clinical event. Additionally, bubbles were drawn continuously from the incompetent valve into the handle and out of the flush port. The leaking only stopped when we exchanged for a new sheath.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as analysis found a tear in the external hemostatic valve, resulting in the occurrence of this event.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. Once the sheath was inserted into the right femoral vein of the patient, the hemostatic valve was noted with blood leak. Attempt was made to insert the dilator again to reset the valve, however, the issue was not resolved. The farawave catheter was inserted in hope of stopping the blood, it did not stop the blood leak. Additionally, when the physician drew back on the flush port, air was continuously sucked from the hemostatic valve back into the flush port. Thus, the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device was received for analysis.